Manufacturer narrative:
The insulin pump was received with blank display due to bent battery tube spring causing short. Functional testing could not be completed due to blank display. The insulin pump had minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. No damage inside pump was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display, which did not return after a battery replacement. The blood glucose reading was unknown. The customer stated that the insulin pump had a battery spring that was damaged. He noted that the battery got stuck on the spring when he took it out from the insulin pump and that the device started to heat up. He also reported that he experienced high blood glucose levels and had just treated, but he was unsure how to count the insulin. Advised replacement of the insulin pump. The customer was advised to contact his doctor regarding the insulin measurement concern. Nothing further reported.